Manufacturer narrative:
A field service engineer (fse) was dispatched.. The fse found evidence of air bubbles coming out from the valve output to the reference block and ise flow cell. He installed a new ise reference valve and this resolved the issue. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported erroneous sodium (na) and chloride (cl) results on their au680 analyzer. The results were not reported outside the laboratory and no change to patient treatment was reported. The initial results were 151mmol/l & 116mmol/l for na & cl respectively. The customer then reran the sample twice with erratic results of 138,148 mmol/l for na and 116,106 mmol/l for cl. The customer proceeded to inspect the ise compartment. They noticed bubbles in the ise reference line.